Manufacturer narrative:
The investigation has been completed. According to the clinical information, a purge pressure dipping every 5th cycle began to occur. No product was returned for a visual inspection. Log analysis confirmed that when the purge cassette was connected an issue with the purge pressure dipping every drive cycle began. After switching this purge cassette with another purge cassette, the purge pressure dipping was resolved prior to an automated impella controller (aic) change. The cause of the priming issue was not determined since the product was not returned. The catheter kink is unrelated since the priming issue was resolved by replacing the purge cassette.

Event description:
The complainant reported an ongoing purge flow increase/decrease advisory while on impella 5.5 pump support. The purge system was reviewed via impella connect and was found to have a consistent drop in purge pressure and increase in purge flow at the same time. The clinician discovered that the purge flow increase/decrease alerts was due to a kink in the catheter proximal to the red plug.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.